Manufacturer narrative:
Additional information: during the procedure one resolute onyx des was implanted in the lad, angiography showed plaque shift into the ostial portion of the of the cx which was treated with implant of a resolute onyx in the cx. There was then a second plaque shift into the lcma, which was treated with implant of a resolute onyx in the lcma. A fourth resolute onyx was implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sponsor assessed the event as casually related to the index device but not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that a resolute onyx was implanted in the lad and two resolute onyx stents were also implanted in the cx. Plaque shift occurred in the lad and cx into the lcma which was treated with the implantation of two further resolute onyx stents; one in the lad and another in the cx with two nc euphora balloons to post dilate. It was also reported that three nc euphora pta balloons were used to pre dilate the vessels prior to treatment. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad, lmca and cx were treated. Two resolute onyx drug eluting stents were used to treat the target lesions. Following this, a plaque/carina shift occurred which was treated with another resolute onyx drug eluting stent. There is no indication that the plaque shift occluded the vessel. A fourth resolute onyx was used to treat the target lesion.

Manufacturer narrative:
Patient is a previous smoker with a previous medical history of hypertension, hyperlipidemia, diabetes, pvd, previous stroke and pre vious CABG. Index procedure was prompted by unstable angina. Three resolute onyx drug eluting stents were used to treat the target lesions during index procedure. During stenting of ostial and proximal circumflex artery with resolute onyx drug-eluting stent, there was obvious plaque shift into the left main coronary artery. The plaque shift was treated with another resolute onyx drug eluting stent and five nc euphora balloons. There is no indication that the plaque shift occluded the vessel. The patient recovered. The investigator assessed the event as casually related to the index device but not related to the antiplatelet medication. Event date updated ((B)(6) 2017). If information is provided in the future, a supplemental report will be issued.